Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient transmitted automatic mode switch episodes caused by over sensing far-field signals and frequent right ventricular loss of capture and intermittent right ventricular and left ventricular loss of capture. The patient was brought into the clinic on (B)(6) 2018 where programming changes were made that resolved the loss of capture. No patient symptoms were reported.